Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that customer was hospitalized with high blood glucose over 400mg/dl. Customer¿s current blood glucose was 457 mg/dl. Customer was treated with intravenous insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis. The infusion set and reservoir will not be returning.